Manufacturer narrative:
H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufactuer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced tass and inflammation. Treatment with steroid drops and hormonal drugs managed the patient's condition. The lens remains implanted. The problem was resolved. It has been noted that "the inflammatory reflective substances of the anterior chamber of the patient's eye are basically absorbed". The cause of the event remains unknown.